Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced low blood glucose. Customer complained about having sensor reading discrepancies. Customer stated that his blood glucose value was 38 mg/dl but the sensor showed that the glucose was rising; treated with glucagon shot. Another time the sensor was reading between 350 and 400 mg/dl and his blood glucose value was 140 to 145 mg/dl. Customer was advised on the recommended calibration method. Nothing further reported.